Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc). The day before the event, the reagent 2 (r2) probe of the dimension exl 200 instrument had been changed. Tacrolimus quality controls (qc) were run following the probe change and recovered in range. The following day, after the customer noticed a high bias for tacrolimus results, the r2 probe nut tubing was recentered in the r2 probe housing and the r2 probe was realigned. The samples recovered lower for tacrolimus after these actions were taken. A siemens customer service engineer (cse) was dispatched to the customer¿s site. The cse fine tuned all three probe alignments and aligned the photometer. The cse ran the daily maintenance and a system check passed. The cse then did a precision test which recovered acceptably and qc recovered in range. The instrument is operational after the cse visit. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Erroneous tacrolimus results were obtained on four patient samples on a dimension exl 200 instrument. The initial results were reported to the physician(s) and were questioned. The samples were repeated two additional times the same day, recovering lower. For three of the four samples, the lower results were considered to be the correct results, and corrected reports were issued. For one of the four samples, the initial higher result was considered to be the correct result, and a corrected report was not issued. There are no known reports of patient intervention or adverse health consequences due to the erroneous tacrolimus results.